Manufacturer narrative:
Section b3: date of event: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to a power mismatch for a patient with diu 525 20. There is a 2d residual cylinder. The plan is to exchange the lens on december 10 with a diu 600 20.0. The lens was removed and replaced with another jnj lens during a secondary surgical procedure. Additional information revealed that the reason for the explant was blurry vision. No injuries reported. The patient is doing well. No further information is available.